Event description:
It was reported that suture placement in the common femoral vein was attempted with a prostyle device using the pre-close technique via an 8.5f sheath prior to an ablation procedure. Reportedly, a cuff miss occurred. The sutures of one new prostyle was successfully pre-placed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.